Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was not working. The blood glucose reading was 553 mg/dl. She treated with manual injection. She stated that the drive support cap appeared normal. She found no air bubbles in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The basal rates and bolus wizard settings were correct. The insulin pump passed the high pressure test. She was advised to remove the infusion set and stated that the cannula was not bent or occluded and that the site was not sore or irritated. She was advised to change out the set and reservoir. Nothing further was reported.